Event description:
Information was received, from a healthcare professional (hcp) via a manufacturer representative (rep). Regarding a patient with an implanted neurostimulator (ins). For urinary dysfunction (incontinence, urgency and/or frequency). It was reported, that the lead was fractured, damaged or broken. During the explanation of lead, lead broke, per the doctor's message. Less than 6 cm was left behind. It was unknown, if trouble shooting was done. And the cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28 lot#: (B)(6), serial#:, implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 30-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1a4w8, implanted: (B)(6) 2016, explanted: (B)(6) 2024 and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device and partial lead were removed. They had an operative reported from (B)(6) 2019 by the patient's managing hcp and read from the note, "generator was removed from the field and cut from its attachment to the lead, with the lead on tension estimated the entrance point was on the left sacral foramina. This was challenging due to extensive back scarring. Lead was easily identified after the skin was opened and carried through to the incision. While we carefully dissected the lead once we reached, he first tine the lead fractured proximal to the fascia overlining the sacrum so the lead rings could not be retrieved. I attempted to identify the lead for some time but could only surmise it retracted into the sacrum." The caller stated an x-ray confirmed the presence of tines from the lead were still implanted in the sacrum. The caller noted another note from the managing hcp indicated the device and partial lead were removed on (B)(6) 2024. The c aller was unable to confirm explant date between (B)(6) 2024 and (B)(6) 2019.